Event description:
It was reported that the patient presented in clinic for follow up when far r wave oversensing was observed on stored egm. The device was reprogrammed. The patient condition was fine.

Manufacturer narrative:
.